Event description:
It was reported that the patient presented in the operating theater for a scheduled procedure. It was noted that the leads could not be removed from the header. The leads were cut and the pulse generator was replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.